Event description:
It was reported that acetabular component was loose and was causing significant pain. Dr. Removed the cup and placed a trabecular metal cup in it's place. It was not difficult for dr. To remove the durom cup. He simply tapped the rim with a bone tamp.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.